Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained keypad overlay, stained end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with no delivery alarms and possible over delivery anomaly. The customer's blood glucose level was 63mg/dl. The customer's level had gone up to 462mg/dl. The customer treated the highs with insulin pen. The customer states the pump was delivering insulin along with additional insulin that was not programmed. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.